Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012 customer support received an e-mail from a clinical manager (cm) stating that the patient required additional pump training, as the patient had experienced three hypoglycemic events with hospitalization since (B)(6) 2012. Specific dates for the three incidents were not given. The cm noted that the patient had also experienced several hypoglycemic events prior to insulin pump therapy while using multiple daily injections. Customer support attempted to follow up with the patient to obtain additional information, but the patient has not responded to contact by customer support. There is no additional information available at this time. This complaint is being reported due to the allegation that the patient was hospitalized for hypoglycemia and the pump could not be ruled out as a cause or contributor to the reported incident.